Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient experienced a loss of therapy due to their lead being fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced on an unknown date. Implant date is unknown